Manufacturer narrative:
Service was not dispatched to the site for this event as it was resolved via remote bci troubleshooting. A definitive root cause has not been determined to date for this event.

Event description:
The customer reported that rubella immunoglobulin g (igg) "no value" quality control results with indeterminate (ind) system flags were generated on a unicel dxl800 access immunoassay system. Beckman coulter inc. (Bci) troubleshooting identified that elevated s0 relative light units (rlu) from a new calibration curve had caused the ind flagged results. Bci instructed the customer to re-calibrate the rubella igg assay. After generating a rubella igg calibration curve with lower s0 rlus, the customer was able to perform qc within their established ranges. No patient results were generated in connection to this event and hence there were no deaths, serious injuries or modifications to patient treatment associated or attributed to this event.